Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the unspecified bd infusion set had flow issues. The following information was provided by the initial reporter: material #:unknown batch#:unknown(possible lot#25116086) alaris pump failed to deliver medication on time to patient. 200ml dose, but the pump only infused roughly half in the 1hr mark. Upon completion of the dose, the pump said it infused 349ml. All tubings were saved and can be returned to bd if desired. Tubing set up for patient completed with jacob and 7th floor ce guidance. Talked through infusion programming and tubing prior to administration. In the room the patients pac flushed easily with brisk blood return. Vincristine given without issue. Patient was connected to infusion set for carbo. Pre flush administered 10ml at 600ml/hr. Med dripping in the drip chamber. Pump volume of 10ml cleared. Carbo programmed via bcma (med scanned, then pump scanned). Pump programming and med verified by 2 rns. Med was dripping in the drip chamber once infusion started. Carbo programed over 60 min. When pump beeped at end of infusion more than half of the bag still remained. Pharmacy (shannel) verified correct dose and volume based on dose edge photos. Contacted jacob, pharmacy, and 7th floor ces for support. Infusion continued with additional volume being added to the pump until the bag was empty. Dripping in drip chamber the entire time. Infusion given until bag empty and 20ml post flush administered. 349.83ml administered per the pump when it was only supposed to be 210ml. Pt was here for an extra 40 mins due to this issue. Slr will be filled out, tubing was turned into bd rep to investigate and pump was red tagged in case it was a pump issue.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: due to no sample being received, an investigation could not be performed, and a root cause could not be determined. No product will be returned per customer. No investigation was performed.